Manufacturer narrative:
The reported event of overestimation was confirmed. It was due to an error in fuel gauge count (consumption data) reading. The incorrect reading led to the inaccurate longevity estimate.

Event description:
It was reported that the patient presented for follow-up in-clinic. Upon interrogation of the implantable cardioverter defibrillator, a discrepancy in the battery longevity measurement was noted. Battery longevity over-estimation was suspected. No interventions were made. There were no patient consequences.